Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia and dehydration. Initial diagnosis was that the patient was sick with the flu, but the reporter wished to eliminate the pump as a potential cause of the incident. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.